Event description:
The customer stated that she was hospitalized due to low blood glucose levels. Prior to the event, the customer treated for a sandwhich and cotton candy, and the next day she woke up with low blood glucose levels. The reported blood glucose reading at the time of the 911 call was 23 mg/dl. The customer stated that the insulin pump had been exposed to moisture, and had not been wearing it at the time of the event. Due to the moisture, the insulin pump stopped working. The insulin pump alarmed battery out limit, but the customer could not clear the alarm due to unresponsive buttons. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.